Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning and other thermal issue. There was no report of serious patient harm or injury. There was no report of medical intervention. The dreamstation CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed an unknown brown material on the bottom of the enclosure. Dust-like contamination on the blower box. Dust-like contamination on the iso port of the rear enclosure. Dust-like contamination on the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent. Dust-like contamination at the air inlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. This notification was reviewed for information received that a device will not turn on/device not functioning. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning and other thermal issue. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.